Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to hearing an audible alert. Information received on the remote transmission was reviewed by qualified personnel and it was found that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to sensing integrity counter (sic) and high rate non-sustained episodes. There was also small r-waves on the rv lead. At the initial alert the patient was asymptomatic, but reported feeling lightheaded after second alert sounded. It appears the patient¿s arrhythmia may have triggered the alert. The rv lead remains in use. No further patient complications have been reported as a result of this event.